Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. A batch record review indicate no discrepancies could be found, however a previous investigation and nonconformance associated with this reported malfunction had been approved and is completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: september 26, 2016. (B)(4).

Event description:
Complaint received reporting that and air leak from the cuff was found after intubation. A tear was found on the cuff where air leaked, the patient was extubated and re-intubated. No further information was provided including patient details, treatment or outcome. Reporter provided photos which appear to show a tear in the cuff.

Manufacturer narrative:
A review of the assembly batch record does not reveal any sign of leak balloon detected during inspection. Review of the complaint trend within year 2013 to ytd august 2016 for a leak issue, did not show any negative trending. A photo has been received for this complaint which was evaluated. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 28, 2016.